Event description:
A malfunction was reported concerning tandem source's pump, identified by error code 199, which suggested a pump malfunction. There was no adverse impact on the customer¿s blood glucose level. Technical support guided the customer through resetting the pump, which resolved the issue, and the customer was advised to continue using the pump and to contact support if the malfunction recurred.